Manufacturer narrative:
Concomitant medical product: 4968-35 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded, due to patient condition, after epicardial system implant. The patient's chest was reopened and the clinicians were manually compressing the heart. It was then indicated the right ventricular (rv) lead was not functioning and it was noted the rv lead was "knocked off" during manual compressions. The physician resewed the rv lead on the patient. Since then, there have been multiple episodes of oversensing with noise. The patient received inappropriate anti-tachycardia pacing due to the rv lead noise oversensing and narrowly missed an inappropriate shock. The physician swapped the rv lead and left ventricular (lv) lead in the ventricular pacing ports and did reprogramming. It was later noted the rv lead impedance revealed some high undefined measurements. The physician elected to reopen the pocket and flip the rv and lv leads. The rv lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.